Manufacturer narrative:
(B)(4).

Event description:
During the final trial during a total hip replacement, the acetabular liner disassociated from the cup. In order to gain access to the acetabulum, the femoral stem was removed. Upon examination of the acetabular components, the locking ring was noted to have bent. The cup was removed and replaced and the procedure was completed without a significant delay.

Manufacturer narrative:
This follow up report is being filed to relay additional information. The device was returned for evaluation. Upon visual examination of device, complaint was confirmed with the visual inspection. The device was found to be conforming as there were no deviations from the device history records. Deformation to ring likely occurred during liner insertion. Review of complaint histories determined no further action is required. Root caused cannot be determined from information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.